Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the electrosurgical generator ¿esg-400¿ displayed error messages e038 and e433. Error message e433 was resolved by replacing the footswitch but error message e038 was displayed again. Then the electric knife was also replaced and the intended procedure was completed. There was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. The reported error messages e433 and e038 are triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since error e433 was solved by replacing the foot switch a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. Error message e038 indicates a hardware defect which in many cases was found to be caused by temporarily sticking relay contacts on the relay board. Since the error only occurred twice a temporary fault is assumed. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the electrosurgical generator ¿esg-400¿ displayed error messages e038 and e433. Even though the hf generator was switched off and on and the footswitch was replaced, the same problem persisted. However, the intended procedure was then completed using a similar device and there was no report about an adverse event or patient injury.